Manufacturer narrative:
(B)(4). According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: thrombosis or occlusion. UDI: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using gore® viabahn® endoprosthesis to repair rupture of the right iliac artery caused by endovascular procedure of non-gore device. After the endoprosthesis was deployed, thrombus was found in the endoprosthesis. Thrombectomy was performed with a fogarty catheter, and no further complication occurred. After that, the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.